Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h4, h6 investigation summary it was reported that on an unknown date the distal aspect of the guide did not sit flush, the proximal aspect did fit well. Patient had to do a lot of burring to get the fibula segments to fit into the reconstruction plan. The surgeon expressed that patient would prefer the cuts between the two fibula segments to be further apart so the guide does not overlap in an ¿x¿ because that was difficult to fit the saw and it got stuck in the ¿x¿ formation. The procedure and patient outcome were unknown. The product was not returned to j&j medtech orthopaedics, however photos were provided for review. See attachment pc-001874252 image and pc-001874252 image 2 the photo investigation revealed that the unk - guide/compression/k-wires was interacting with patient body. However, it is not possible to confirm the poor interaction of the devices, as the analysis is based on photography. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the unk - guide/compression/k-wires would have not contributed to the complained device issue. Based on the investigation it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the device lot number is unknown, therefore a device history review could not be performed. If more information become available, the record will be re-assessed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that on an unknown date the distal aspect of the guide did not sit flush, the proximal aspect did fit well. Patient had to do a lot of burring to get the fibula segments to fit into the reconstruction plan. The surgeon expressed that patient would prefer the cuts between the two fibula segments to be further apart so the guide does not overlap in an ¿x¿ because that was difficult to fit the saw and it got stuck in the ¿x¿ formation. The procedure and patient outcome were unknown.